Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had erratic and sudden drop in battery longevity. No intervention was completed. The patient is being monitored. No patient complications have been reported as a result of this event.